Event description:
The patient underwent a total thyroidectomy for follicular carcinoma in 2002. Following surgery, the patient developed a hematoma at the surgical site. The volume of fluid collected at the site caused the patient's trachea to collapse, causing obstructed airflow. The patient coded. A tracheotomy was required and the hematoma was evacuated. Floseal was used to achieve hemostasis during the initial procedure. The surgeon noted during the tracheotomy procedure that the drain placed in the patient had been blocked by floseal granules. Following intervention to relieve the airway obstruction, the patient recovered with no long-term adverse effects.